Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. Upon review, possible myopotential oversensing was observed. Programming changes were made and resolved the oversensing. The patient was stable.